Event description:
It was reported that during inspection when the carrier was removed, much of the silicone adhesive removed with the carrier and did not remain on the film, so it could not be used. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, without a physical sample we cannot confirm the reported event the instruction for use detail, the wound contact layer within these dressing can be affected by storage temperature fluctuations. A documentation investigation has been conducted, complaint history shows previous events of this nature, with corrective actions assigned. The instructions for use and risk files, mitigate the reported issue with no updates required. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system. This investigation is now complete with no additional corrective actions deemed necessary.